Event description:
It was reported that during a carotid stent procedure, the accunet wire broke in the first portion of the endocranial carotid. An attempt was made to withdraw the device with a snare and this pushed the filter higher up into the vessel; however, the device was eventually removed from the pt. The pt had a difficult recovery mostly due to the lengthy procedure, but no symptoms, signs or CT evidence of brain ischemia. The pt is doing well and has been released from the hosp.